Event description:
Natus medical incorporated has determined the algo 5 user manual requires clarification regarding the audible data management functionality of algo 5 devices with software versions 1.2 and lower, in that it does not adequately describe the overall result computation used in the audible data management functionality of algo 5 devices. Specifically, when viewing multi-patient reports or generating printed reports, audible data management in software versions 1.2 or lower combines "pass" results from multiple test sessions into a patient overall result. See the following example: screening: #1, left: refer, right: pass. Screening: #2, left: pass, right: refer. Overall result: left: pass, right: pass. Within the audible data management function, combined results may be used in viewing multi-patient reports or to generate printed reports, resulting in a "pass" overriding other results. Similarly, the physician and parent letters will also assign an overall report of "pass" under the same circumstances described above. As a corrective action, natus has clarified the user manual to further describe the available overall result computation methods. With the release of audible data management software version 1.3.3., three options for assigning an overall result report are offered. Details regarding these options are found in the algo 5 user manual. While no adverse patient outcomes have been reported as a result of the audible data management function described above, this is being submitted as a MDR in an abundance of caution.